Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test and exhibited travel course error. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by handle, tubing guides, and was chipped on the corners the bottom case was cracked by the l bracket, and the right plunger case and alternating current (ac) cord clamp were cracked. A review of the event history log identified travel coarse error check clutch/plunger lever. During functional testing using the occlusion test the reported issue was able to be duplicated. Normal wear of the lead screw and clutch halves causing clutches to slip on the lead screw. The root cause was due to normal wear as the pump was over 8 years old. Replaced lead screw, clutch spring and both clutch halves. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.